Manufacturer narrative:
The device analysis report is attached. This report is submitted on january 5, 2021.

Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.